Manufacturer narrative:
Inr results such as inratio: 4.4 and 4.9 inr and reference: 2.9 inr are performed on different days. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Inratio precision data provided by end-user lot: date: (B)(6) 2009. 1st inr: 1.5, 2nd inr: 2.4, 3rd inr: 2.6, 4th inr: 3.3, 5th inr: 4.4. Inr results are obtained from multiple patients. Data comparison is not required. Further action is not required at this time. Donor 1: in-house (inr): 2.3, in-house (inr): 2.3, mean: 2.3, sd: 0.00, %cv: 0.00, resolution: pass. Donor 2: in-house (inr): 1.8, in-house (inr): 1.9, mean: 1.85, sd: 0.07, %cv: 3.82, resolution: pass. For each pair of replicates for each sample on strip lot 214549, mean and standard deviations were calculated. In-house test results have 0% and 3.82%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on in-house meters. No further action is required. As of 11/23/2009, 5 discrepant result complaints were reported for lot #214549 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time.

Event description:
Caller alleged discrepant results as compared with the lab, and imprecision with the inratio meter. Results as follows: date: (B)(6) 2009, lab: 2.9; date: (B)(6) 2009, inratio: 4.4; date: (B)(6) 2009, inratio: 4.9. Date: (B)(6) 2009. Inratio: 1.5, 2.4, 2.6, 3.3, 4.4.